Event description:
Event description guidant received information that this implantable transvenous defibrillation lead is exhibiting intermittent noisy signals and varying ventricular impedance measurements.